Manufacturer narrative:
Case (B)(4) the device was not returned for evaluation but a device history review was obtained for lot number af271401. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
It was reported on (B)(6) 2015 that a (B)(6) male patient had an off-pump study convergent study procedure and was heparinized with 1600 units. On post-op day 7 the patient saw the doctor for a productive cough which started about 2 days prior with a low-grade temp 100 f. Chest x-ray showed subtle left lower lobe pneumonia, patient was started on doxycycline 200 mg bid and mucinex. On (B)(6), 2015, patient reported to surgery clinic with increased cough and stated he was in and out of af during the night. Patient had severe shortness of breath at home and was taken to a local ER and complained of generalized weakness. Patient was hypotensive (80s) and a tte noted pericardial fluid. Patient went into cardiac arrest, asystole, vt, shocked and returned to sr. Patient was intubated. Two-hundred (200) cc of bloody pericardial fluid was drained. Post drainage, creatinine levels were increased and urine output decreased. Patient was septic with positive blood cultures. Patient developed diffuse myoclonus while on paralytics. The final diagnosis for this event was tamponade and multi-organ dysfunction syndromes. Patient withdrew consent from study. This event has previously been reported to the agency under ide study (B)(4). This event has been adjudicated as a procedural issue as part of the ide study (B)(4). Although this event has not been attributed to the device, atricure is reporting this event under part 806.